Manufacturer narrative:
D9: the date of the devices return for evaluation is unknown. E1, e3, e4: the name of the initial reporter and occupation is unknown. The investigation into purge disc/flag issues has been completed. The impella automated controller was returned for investigation. The returned product was received, and a visual inspection noted the purge flag was broken. The cause of the purge issue is due to a broken purge flag. The cause of the failed purge flag was likely due to the wear and tear of the plastic component as well as additional unnecessary force when inserting the purge disc into the purge disc retainer during prior cases. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller's (aic) purge clip failed. No report of patient involvement, harm, and injury.